Manufacturer narrative:
In previous report, type of reported complaint was product problem but in this report type of reported complaint is updated/ corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 3 error codes found. The secondary findings were observed. Dust was found the third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. N box e: initial reporter (rfb) details has been updated.

Manufacturer narrative:
Previously in box h :type of reported complaint missed to capture. Now type of reported complaint has been corrected.